Event description:
It was reported that the patient was not feeling stimulation ¿like she was.¿ the patient was only feeling slight stimulation on the left and right side above her knee. The patient stated she should be feeling stimulation in her sacrum and rectal area. The patient stated she did not go through airport security when she had flown. The patient also stated that the change in stimulation came on suddenly one day prior to report. The patient increased the stimulation but it still was not helping. The patient normally slept with the implantable neurostimulator (ins) off but the night prior to report she did not because she could not feel the impulses. It was also noted that the patient felt stimulation ¿only slightly.¿ it was noted that there was a loss of therapeutic effect. The patient used the programmer and confirmed that stimulation was on, on program one, and set at 3.10 amp. The patient stated she had increased as far as 6.0 amp and it did not help. The patient stated she did not have any other groups or programs. It was noted that the patient only had group a with program one (left side) and program 2 (right side). The patient was redirected to the healthcare professional (hcp). It was later reported by the hcp that the cause of the event was determined. It was noted that there was ¿likely¿ post-operative lead migration. It was noted that it was not device related. It was also noted that reprogramming was needed. The system was reprogrammed by a manufacturer representative ¿yesterday¿ (the date was noted as (B)(6) 2014) with a return to normal stimulation. Troubleshooting, interventions or other action take to resolve the event was described ¿reprograming as above.¿ it was noted that there was a 50% or greater symptom reduction. The patient recovered without permanent impairment. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).